Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on the communication bus due to a damaged retractor band. A field service engineer addressed the issue by replacing the retractor cable and properly reconnecting the rowboard cable to the controller. The system functioned as intended after a field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure and unable to recover it. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.